Event description:
During a gore tag thoracic endoprosthesis procedure, the physician encontered resistance while trying to advance the sheath in the iliac artery. The guidewire necessary for endovascular repair of the thoracic aneurysm was able to be advanced sufficiently enough to perform the procedure. However the iliac artery was noted to be ruptured. Endovascular repair of the ruptured artery was attempted by implanting a contralateral leg component of the gore excluder aaa endoprosthesis. However, prior to completing the procedure, the repaired iliac artery was found to be leaking. At this time, a decision was made to convert the iliac artery repair to an open surgical repair. A standard 10 mm iliofemoral prosthetic conduit (graft unknown) was implanted. By the completion of this secondary procedure, the pt was hemodynamically stable, had good distal pulses, and was transferred out of the o.r.